Manufacturer narrative:
(B)(4). Blank display due to severely corroded components on the pcb1 and pcb2 board. Verified cause of blank display with a test electrical board. Cleaned pcb1 and pcb2 board with alcohol and no effect. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that insulin pump had exposed to moisture. The customer stated that they went for swimming along with insulin pump and they noticed damage after they went out of the water and they also seen a crack on insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.